Event description:
The customer reported that two healthcare workers experienced a burn when unloading the processed cyclesure bi from the sterrad chamber. It was reported that the cyclesure inside the pouch busted. The employee had discolored forefingers. The areas were washed with running water. Treatment was not sought.

Manufacturer narrative:
The product IFU (instructions for use) reads in part "asp recommends gloves to be worn when handling cyclesure bi as peroxide burns can result if the media ampule is broken...". Reference: MDR; 2084725-2009-00227.